Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 234 mg/dl. The customer stated that two days prior to the display going blank, the insulin pump was submerged in water. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a problem isolated to the liquid crystal display board.